Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found, it was also noted that the distal and defibrillator conductors were distorted, the distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking and a non-electrical breach, the outer tubing overlay was breached cut, the exposed defibrillator coil had a white substance, the outer overlay tubing had a white substance, the outer insulation had a cosmetic depression, the helix was distorted/bent, and there was apparent explant damage.

Event description:
It was reported that the lead was undersensing and had a capturing issue attributed to the initial implanter. The lead was explanted and replaced. It was further reported that the lead had a high capture threshold and low r-amplitude. No patient complications have been reported as a result of this event.